Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, during an intraocular lens (iol) procedure, the iol was cracked when placed in the eye, cut lens out and replaced with new lens. Also noticed that the cartridge was split, got a new cartridge for new lens. The procedure was completed with the new lens. Additional information as been received and stated that there was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned adhered to a 3m steam integrator strip. One haptic is cracked in the gusset area. The second haptic is cracked distal area. The lens has been cut into two pieces across the center. Each portion has a large cracked area starting at the edge. One portion also has a large chipped area on the edge. A non-qualified cartridge was used with a qualified viscoelastic and unknown handpiece. The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. The root cause for the reported lens damage appears to be related to a failure to follow the IFU (instructions for use). The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. Inadequate viscoelastic was also observed in the cartridge. The extensive lens and cartridge damage would also indicate the lens/plunger were not in the acceptable positions for advancement. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage the manufacturer internal reference number is: (B)(4).